Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/lower abdominal pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, back pain, arthritis, breast lump, vaginal bleeding, cholecystectomy, gravida, anemia, nausea, pelvic pain female, diarrhea, headache, chills, chronic sinusitis, cough, urinary tract discomfort, multigravida, loop electrosurgical excision procedure and pelvic discomfort. Previously administered products included for preventing pregnancy: nuvaring from 2007 to 2008 and yaz in 2007; for an unreported indication: prenatal vitamins, vesicare, mirena iud and depoprovera. Concurrent conditions included dysfunctional uterine bleeding, overweight, menses irregular, menorrhagia, paratubal cyst, miscarriage, cervical dysplasia and gastroesophageal reflux disease. Family history included depression. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant) and experienced pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial)/ d&c in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, endometrial ablation, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, migraine, nausea, pelvic pain and vaginal discharge to be related to essure. The reporter commented: there were 3 coils coming from the left ostium and 3 coils coming from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: bilateral occlusion. Ultrasound scan - on (B)(6) 2016: midplane uterus with small lakes seen in endometrium. She also has a simple left simple cyst that measures 15.2 x 15.2 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : lower abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: new events - pelvic pain and abdominal pain were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('pain/lower abdominal pain') and endometrial ablation ('ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, dysmenorrhea, back pain, arthritis, breast lump, vaginal bleeding, cholecystectomy, pregnancy, anemia, nausea, pelvic pain, diarrhea, headache, chills, chronic sinusitis, cough, urinary tract discomfort, multigravida, loop electrosurgical excision procedure and pelvic discomfort. Previously administered products included for preventing pregnancy: nuvaring from 2007 to 2008 and yaz in 2007; for an unreported indication: prenatal vitamins, vesicare, mirena iud and depoprovera. Concurrent conditions included dysfunctional uterine bleeding, overweight, menses irregular, menorrhagia, paratubal cyst, miscarriage, cervical dysplasia and gastroesophageal reflux disease. Family history included depression. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2010, the patient experienced migraine ("migraines / headaches") and fatigue ("fatigue"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (partial)/ d&c in (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, endometrial ablation, migraine, nausea, dysmenorrhoea, dyspareunia, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, endometrial ablation, fatigue, migraine, nausea and vaginal discharge to be related to essure. The reporter commented: there were 3 coils coming from the left ostium and 3 coils coming from the right ostium. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2016: bilateral occlusion. Ultrasound scan - on (B)(6) 2016: midplane uterus with small lakes seen in endometrium. She also has a simple left simple cyst that measures 15.2 x 15.2 mm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : lower abdominal pain, dysmenorrhea, dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. This case become incident. Reporter information, removal date, medical history, historical drug, lab data added. Previously reported event injury were updated to migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain/lower abdominal pain, vaginal discharge, fatigue, ablation. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.